Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated they were running through the sprinklers and it must of gotten wet. The customer also reported a crack on the battery compartment. The customer was changing the battery and the pump was not recognizing the battery. The insulin pump will be returned for analysis.